Event description:
It was reported that the patient underwent an unspecified surgery using rhbmp-2/acs. The patient can only walk 4-5 minutes at a time and has pain that runs down both legs. The patient had a spinal cord stimulator implanted 3 weeks ago. Reportedly the patient "has the same symptoms as the tv ads" and "feels certain that she is having complications." The reporter was not able to specify what the complications are. Reportedly, after the surgery a bone growth stimulator was used to help with the fusion.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4).